Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was out of calibration. The device was returned to the biomedical dept from the medical surgical dept with an unsigned noted that stated, "touchscreen problem." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to be out of calibration. Though requested, no additional info was provided.